Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the occlusion alarm sounded and before the surgeon could stop, the patient experienced a corneal burn. The surgeon indicated the phaco handpiece was hot to the touch. Additional information has been requested.

Manufacturer narrative:
The customer reported ¿the handpiece (hp) was hot to touch, a corneal burn occurred.¿ the first surgeon was using system and as she started her procedure, the occlusion alarm sounded at the start of her procedure and she tried to continue. She was notified by nurse and she finally stopped but the burn had already occurred. The customer stated a second surgeon confirmed an occlusion occurred immediately before the procedure started. The customer believes this to be a ¿cleaning issue and not autoclaved properly¿. The customer used another handpiece and had no further problems. Additional, related, information was requested but was not obtained. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The company service representative examined the system and handpiece. The company service representative was unable to duplicate the problem. The company service representative tested the handpiece on multiple stages of surgery modes. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. It was noted that the doctor opted to continue surgery even though the occlusion alarm sounded which led to cause a corneal burn. The customer believes the occlusion to be caused by a ¿cleaning issue and not autoclaved properly¿. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to customer misuse. (B)(4).